Event description:
On november 28, 2023, the distributor informed about an infection which was confirmed in a patient who had eno dr (s/n: (B)(6) implanted on (B)(6) 2023 (date of infection confirmation unknown), so reintervention was scheduled for (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: the subject devices were sterilized and released according to applicable standard operating procedures. Since no information could be provided and the device was not returned, no more investigation can be done. This case will be re-opened if needed. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. For more details, please refer to the attached analysis report.

Event description:
On (B)(6) 2023, the distributor informed about an infection which was confirmed in a patient who had eno dr (s/n: (B)(6)) implanted on (B)(6) 2023 (date of infection confirmation unknown), so reintervention was scheduled for (B)(6) 2023.